Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that a b30 scope communication error was seen on the screen due to a faulty cable. It was also noted that there was a puncture on the cable and the device failed the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd camera head had blurry image. The issue was found during inspection for use. There were no reports harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a cable failure was observed. Therefore, it was determined that the indicated phenomenon, [blurry image and b30 (scope communication error)] occurred because video function did not work properly due to cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.